Event description:
Additional information was received from the patient reporting that their 4th implant after their first three implants were replaced had to be replaced after 2 years because the lead had broken. The patients explanation does not reflect registration's information and it is unclear what device the patient is referring to. Agent documented information as best they could.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger. Product ID 377860 lot# v019919. Implanted: (B)(6) 2007. Product type: lead. Product ID: 3778-60. Serial# (B)(6). Product type lead. Product ID 97745. Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that about 6 months ago they started having issues with charging the implanted neurostimulators. Patient stated they could not get the charge to increment at all. Patient did not know what the screen was on the controller. Patient noted they had x rays taken yesterday and the healthcare provider thinks the issue is with the lead. Pt also mentioned that the implant had potentially migrated and was poking the skin. However the representative and the managing hcp want to rule out the possibility of the issue being an external equipment problem. Patient service specialist advised patient to call patient service back once they find the controller for further troubleshooting. During the call patient denied any visible damage to the recharger. Pt called back after finding the controller. Pt reported they thought it was an implantable neurostimulator issue, however their mdt representative recommended they reach out out to ps in case the issue was related to the external equipment. Pt reported the reported they were unable to find the device thought the implant was depleted. Pt reported they went through passive recharge mode was unable to advance past because after a few minutes the controller went to no device found. An email was sent to replace the recharger  patient called stated they received the rtm but not able to connect to ins to charge, and mdt rep mckenna told them to call for controller replacement. Agent reopened the case and sent email to the repair dept for controller replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.